Manufacturer narrative:
H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a damaged female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed with the returned minicap attached to the female connector and a leak was observed beneath the minicap. Retesting with an in lab minicap was performed and a leak beneath the in lab minicap was observed. The cause of the leak was due to a damaged female connector, however the cause of the damage could not be determined. The reported leak at the twist clamp was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the customer reported h21l21053; however, the lot is not recognized by the system. Initial reporter facility name: (B)(6) hospital of central south university. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp (mainbody) of a minicap transfer set was cracked resulting in iodine leakage. The leak was discovered during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.